Manufacturer narrative:
The user facility submitted medwatch #(B)(4) for this event. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was occluded by a kinked tube above the pump. There was no alarm. The customer then clamped the tubing as a test but there were no drips seen for 15 minutes and no alarm occurred while pump was running at 150 ml/hr. The event occurred during patient use. There was patient involvement but no report of patient injury or medical intervention associated with this event. No additional information is available.